Event description:
It was reported that, before a real intelligence cori assisted tka surgery, when creating a new case, after selecting burr option, the screen goes black. After 20 seconds a "critical error" message shows and the console shuts down. The procedure was performed, after a non significant delay changing to a manual procedure. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case -(B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A test case was performed. When selecting a burr an internal error occurred. This happened every time it was attempted. The handpiecesettings.json file was pulled and it was found that the last entry was incomplete. The file was modified and copied back onto the console. Another test case was performed. This time the burr could be selected, and the test case was completed without any failures occurring. A second test case was performed, again it could be completed without any failures occurring. The console was opened for further inspection and no defects were found. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230, rev g) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d" the failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with an incomplete handpiecesettings.json entry. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.